Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having very severe pain in their back and groin area, and that they were wetting their self. The patient stated that they were having to go to the bathroom 5 times and that they were supposed to have an appointment to see their manufacturer representative (rep) on the 20th but had to cancel to go through an internal sonogram. The patient thought that there could have been something that moved with their ins because of the issues they were having, then mentioned that the pain was an on-off situation but was more "on" than "off". The patient also confirmed that their healthcare provider (hcp) was okay with them changing programs and that they'd changed programs before. The agent reviewed general therapy information and walked the patient through connecting to their ins. The agent had the patient turn their therapy off and patient will continue to monitor their symptoms for the next 48 hours. The patient was redirected to their hcp if the severe pain persisted. The patient called back on (B)(6) 2026 stating they had a follow up with managing physician today and told the doctor they were having vaginal bleeding, burning sensation, cramping, and thought they had a uti and the doctor informed patient that everything looked ok and no evidence of uti and doctor had no clue what caused the symptoms. The doctor told the patient to turn interstim therapy back on again and patient needed help doing so. The agent reviewed programmer/communicator use and the patient connected to ins and turned therapy back on. The patient commented that they felt the stimulation sensation but it was not painful when turning therapy back on and was not making their pain worse. The patient had plans to follow up with their managing hcp for further medical tests.